Manufacturer narrative:
D11: product ID neu_unknown_ext lot# serial# unknown implanted: explanted: 2017-12-01 product type extension product ID neu_unknown_ext lot# serial# unknown implanted: explanted: product type extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information noted that the extension had been implanted in case it needed to be connected at a later date and was intentionally left unconnected. It was reported that the device not being connected contributed to the event, although it was not clear if this was the left or right extension.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_ext, serial #: unknown, explanted: (B)(6) 2017, product type: extension. Product ID: neu_unknown_ext, serial #: unknown, product type: extension. Note that the explant date of the above extension is approximate as only month and year are known. Other relevant device(s) are: product ID: neu_unknown_ext, serial/lot #: unknown, UDI #: asku. Product ID: neu_unknown_ext, serial/lot #: unknown, UDI #: asku. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for unknown indications for use. A low impedance of 118 ohms on 1/3 and high impedance over 17000 ohms on 2/3 noted on (B)(6) 2017 on the left side system. High impedances over 4000 ohms were noted on right side pairs: 8/10, 8/11 and 10/11, but no actions had been taken, and none were planned for this side. A revision of the left extension occurred, which resolved the low impedance and impedance over 17000 ohms. An impedance of 4042 ohms on left side was noted on (B)(6) 2017, but the event was considered resolved per the rep and hcp. No patient symptoms or further complications were reported.